Manufacturer narrative:
No investigative analysis could be performed since the product was not returned to abbott for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, decreased sensing and pacing lead impedance and an increased capture threshold were observed on the left ventricular lead. The cause of the variations in electrical measurements was suspected to be lead damage. Additional information was requested and not received.